Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte with the blue dust cap attached and in within an undamaged opened package from lot number 9204389. In addition, five photographs were submitted which displayed similarities to that of the of returned unit. Upon visual observation the unit is observed to have no damage to any area of the q-syte body (polycarbonate). There are traces of dried media present at the bottom body of the unit. There is flash at the weld line between the top body and bottom body. The flash is found to be out of specification. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the weld process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was cracked. This was discovered before use. The following information was provided by the initial reporter: about 70% of the products (q-sytes) in a shelf carton were cracked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was cracked. This was discovered before use. The following information was provided by the initial reporter: about 70% of the products (q-sytes) in a shelf carton were cracked.